Event description:
It has been reported to philips that the system displayed a "shutters unavailable" error. Additional information received from the philips field service engineer (fse) indicated the system was in clinical use at the time of the issue. There was no reported patient or user harm. The patient was moved to another room to complete the procedure. An fse inspected the system onsite and confirmed the reported problem. The fse found the x-drive motor in the collimator had a mechanical issue. After the collimator was replaced, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and confirmed that the shutters are unavailable. Upon troubleshooting fse found that collimator was warm. Fse rebooted the system and collimator had cooled down and working functionally. A review of system log files found that there was a mechanical issue with x-drive motor. Fse replaced the collimator. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.